Event description:
It was reported that a pericardial effusion occurred two weeks post implant. The lead remains implanted and was not repositioned. The physician administered colchicine medication for natural elimination.

Manufacturer narrative:
Na